Event description:
Customer reported no audio from their central station monitor. The internal speaker was replaced and proper operation was confirmed. The central station monitor provides an add'l audible alarm to the one provided at the bedside monitor. No pt involvement reported.